Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver resection, the third reload was used at the distal part of the cut line but the stapler did not fire. Initially there were no issues with the first and second reload and was able to fire successfully. On the third reload, third calibration was done in order for the handle to detect the reload. It was articulated and closed onto liver, green "ready to fire" button was solid green and surgeon pressed and it started blinking green. When surgeon pressed down to fire, I-beamwent forward for a second and stopped; warning "exclamation" sign with tissue to thick sign was on. They waited for more than a minute and tried to continue to fire but it failed; stapler was then decided to be removed. Jaws was still able to open and removed away from the liver however they could not articulate it to neutral position and had metal pieces protruding from the joint of the reload. Surgeon then removed the stapler with trocar together from patient's cavity. A new device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.